Event description:
It was reported via repair work order that the footend lift was elevated and would not lower due to lift coupler malfunction and sensor coil cord malfunction. No patient was affected and no adverse consequence or cli\nically relevant delay in treatment was reported.